Event description:
During a laparoscopic cholecystectomy, clips from clip applier did not close all the way. Another clip applier was opened and worked. Unknown if same lot number. No injury to patient or delay to the case.